Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to extrusion of the electrode lead into the external auditory canal. The patient also developed an infection at the implant site. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Per the clinic, the patient was administered with oral antibiotics (specific date and duration not reported) in order to control the infection.